Event description:
It was reported that the physician called requesting review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. Technical services reviewed and found observations of atrial undersensing due to low p waves. Additionally, there was low r waves and possible ventricular oversensing. At this time, the device remains in service. No adverse patient effects were reported.